Manufacturer narrative:
Lens was returned dry, in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found lens to be within specification. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -12.0 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018, the lens was explanted due to low vault.